Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to motor error alarm. However, unit passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm twice. The customer blood glucose level was 125 mg/dl. The customer was assisted with troubleshooting but the issue did not resolve. Customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.